Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The pump had a broken reservoir tube and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that he was unable to scroll down on his insulin pump. The patient's blood glucose at the time of incident was 205 mg/dl. Troubleshooting was initiated for the keypad issue. The down arrow was confirmed to be unresponsive. The customer stated that the pump might have been exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.